Event description:
The pt is a (B)(6). Female. While being lifted from the bathtub onto the toilet by her father using a p300 lift, the strap loosened, dropping the pt approximately 1" to the toilet seat.

Manufacturer narrative:
Upon receipt of the lift, an additional report will be submitted with more descriptive codes, root cause analysis, and corrective actions, if applicable.